Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not received for analysis. The returned lead fragment was analyzed. The df-1 connector was found ripped off from the yoke. The damage probably occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was capped due to conductor externalized, no shocks, atp x4 in separate episodes. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
This rv lead was capped due to conductor externalized, no shocks, atp x4 in separate episodes. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.